Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a black screen and would not power on. A field service engineer (fse) found power source was identified as the problem. The device was plugged into another outlet, and it powered on successfully. Windows updates completed, and the device booted into the application. The device was online and communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating and displayed a blank screen. Reboot and recovery attempts were unsuccessful. The power cable was unplugged and reconnected; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.